Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed and were not detected on the communication bus. The customer reported to the field service engineer that they had performed a power cycle, which resolved the issue. To ensure it wouldn't recur, the field service engineer inspected the auxiliary cabinet bus cable for any wear, and tape was applied where needed. Each full-height drawer was also checked, with medications and debris removed under the cubies. The unit was then fully tested using the hardware test application. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple drawers failed and were not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported due to this event.